Manufacturer narrative:
Visual inspection: in the first step of our investigations an optical control is carried out. It is checked whether any defects, deformations or other noticeable irregularities can be identified. Permeability test: to proof the penetrability of the valves we have carried out penetrability tests. These tests are carried out at a calculated hydrostatic high (open pressure of the valves + 30 cmh2o) in horizontal direction of flow. Computer controlled test: in addition, we have tested the progav® 2.0 shuntsystem on the miethke test stand. It passed the standard test for the standing and lying position. Here, the liquor flow was gradually reduced from 60 ml/h to 5 ml/h (in accordance with iso 7197). The resulting pressure was measured. Braking force and brake function test: to measure the braking force, we tested the progav® 2.0 with a braking force apparatus. Here it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. Adjustment test: the adjustment test is used to ensure that the progav® 2.0 can be adjusted to all pressure levels. The tests are carried out with the standard progav® 2.0 check-mate and measurement tool. The progav® 2.0 valve was adjusted from 0 to 20 cmh2o in increments of 5 cmh2o. Results: no deformations or similar deviations were found. However, slight bloody deposits could be detected inside the prechamber. The permeability test showed that progav® 2.0 shunt system is permeable. The collected liquid was slightly bloody. In addition, we have tested the progav® 2.0 shuntsystem on the miethke test stand. It passed the standard test for the standing and lying position. Here, the liquor flow was gradually reduced from 60 ml/h to 5 ml/h (in accordance with iso 7197). The resulting pressure was measured. The test bench measurement showed that the progav® 2.0 worked outside the permissible tolerance. Further testing could not improve the values. During our measurement an underdrainage could be detected. Furthermore, the shuntassistant® 2.0 passed the standard test in horizontal and vertical body position. The measurement showed that the shuntassistant® 2.0 operated in the vertical body position outside the permissible tolerance. Again, further testing could not improve the values. During our measurement an overdrainage could be detected. The measurement in the horizontal body position showed that the shuntassistant® 2.0 worked outside the permissible tolerance. In the horizontal body position we also found an overdrainage. Additionally, we tested the adjustability as well as the brake functionality and brake force of progav® 2.0 valve. The progav® 2.0 can be adjusted in all pressure ranges. Since the shuntassistant® 2.0 is a valve with a fixed pressure stage, the adjustment test was not applicable. With the progav® 2.0, the function of the brake could also be verified without any problems. The clicking force of the progav® 2.0 was within the permissible specification and the function of the brake could be verified without any problems. Finally, we have dismantled both valves. After opening the valves, clear deposits were found in both valves. Based on our examination results, we cannot confirm the suspicion of "occlusion" at the time of our examination. The shunt system was permeable. However, the progav® 2.0 showed an underdrainage and the shuntassistant® 2.0 an overdrainage. We suspect that the significant deposits found inside the valve may have temporarily led to the functional impairment. Deposits caused by natural substances found in the csf, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that there was a problem with a progav 2.0 shunt system. After 8 month the reporter suspected a blockage. Patient information: age: (B)(6) years. Weight: (B)(6) kg. Hight: 167 cm. Gender: unknown.